Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 10mmx60mm wallflex¿ biliary transhepatic metallic stents was selected for use. However, it was noted that the stent was damaged. No patient complications nor injuries were reported.